Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of super morbid obesity was scheduled for vena cava filter placement prior to laparoscopic sleeve gastrectomy. The right neck was accessed and the filter was deployed. The patient was cooperative during the procedure and tolerated the procedure well. Approximately two weeks post filter deployment, the patient presented for laparoscopic sleeve gastrectomy. There were no complications. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated a thrombus at the apex of the filter. The filter also appeared to have migrated caudally when compared to the initial placement images. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation for 3 to 6 months with no need for an additional ivc filter. The filter was scheduled to be removed approximately four months later with stopping of anticoagulation three days prior to procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, a cavogram demonstrated a thrombus at the apex of the filter. The filter also appeared to have migrated caudally when compared to the initial placement images. Based on the provided medical records, the investigation is confirmed for caudal migration of the filter. It was reported that the patient had the filter implanted prior to gastric bypass surgery, per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the filter migrated during the bariatric surgery. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of super morbid obesity was scheduled for vena cava filter placement prior to laparoscopic sleeve gastrectomy. The right neck was accessed and the filter was deployed. The patient tolerated the procedure well. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated caudal migration of the filter with thrombus at the apex. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation. The filter was scheduled to be removed approximately four months after initiation of anticoagulation therapy. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of super morbid obesity was scheduled for vena cava filter placement prior to laparoscopic sleeve gastrectomy. The right neck was accessed and the filter was deployed. The patient was cooperative during the procedure and tolerated the procedure well. Approximately two weeks post filter deployment, the patient presented for laparoscopic sleeve gastrectomy. There were no complications. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated a thrombus at the apex of the filter. The filter also appeared to have migrated caudally when compared to the initial placement images. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation for 3 to 6 months with no need for an additional ivc filter. The filter was scheduled to be removed approximately four months later with stopping of anticoagulation three days prior to procedure. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, a cavogram demonstrated a thrombus at the apex of the filter. The filter also appeared to have migrated caudally when compared to the initial placement images. The procedure was concluded and the filter was not retrieved. Therefore, the investigation can be confirmed for caudal migration. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Per the medical records, it was reported that the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the filter migrated due to bariatric surgery. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Warnings: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of super morbid obesity was scheduled for vena cava filter placement prior to laparoscopic sleeve gastrectomy. The right neck was accessed and the filter was deployed. The patient tolerated the procedure well. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated caudal migration of the filter with thrombus at the apex. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation. The filter was scheduled to be removed approximately four months after initiation of anticoagulation therapy. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and embedded in the wall of the ivc. The device was unable to be retrieved. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of super morbid obesity was scheduled for vena cava filter placement prior to laparoscopic sleeve gastrectomy. The right neck was accessed and the filter was deployed. The patient was cooperative during the procedure and tolerated the procedure well. Approximately two weeks post filter deployment, the patient presented for laparoscopic sleeve gastrectomy. There were no complications. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated a thrombus at the apex of the filter. The filter also appeared to have migrated caudally when compared to the initial placement images. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation for 3 to 6 months with no need for an additional ivc filter. The filter was scheduled to be removed approximately four months later with stopping of anticoagulation three days prior to procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of super morbid obesity was scheduled for vena cava filter placement prior to laparoscopic sleeve gastrectomy. The right neck was accessed and the filter was deployed. The patient tolerated the procedure well. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated caudal migration of the filter with thrombus at the apex. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation. The filter was scheduled to be removed approximately four months after initiation of anticoagulation therapy. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. The right neck was accessed and the filter was deployed. Approximately one month post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and a cavogram demonstrated caudal migration of the filter with thrombus at the apex. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation. The filter was scheduled to be removed approximately four months after initiation of anticoagulation therapy. At some time post filter deployment, it was alleged that the filter tilted, migrated and embedded in the wall of the inferior vena cava. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, two weeks post filter deployment, the patient presented for laparoscopic sleeve gastrectomy. Around, one month post deployment, the patient presented for filter retrieval. A cavogram demonstrated a thrombus at the apex of the filter. The filter also appeared to have migrated caudally when compared to the initial placement images. The procedure was concluded and the filter was not retrieved. Vascular surgery was consulted and recommended anticoagulation for three to six months with no need for an additional inferior vena cava (ivc) filter. Therefore, the investigation is confirmed for filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Warnings: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this instructions for use. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.